Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient went into cardiorespiratory arrest and cardiopulmonary resuscitation was necessary. When the patient was stabilized, the physician had difficulty removing the guidewire from the lead. When testing the lead, the was no capture and impedance was undefined. The physician noticed at that time, that the lead was fractured. The lead was not used and a new lead was implanted. No further patient complications have been reported as a result of this event.